Manufacturer narrative:
The field service engineer determined the sample probe and gear pump were not operating within specifications. The sample probe position and gear pump pressure were adjusted. The system went into standby with no alarms. Controls run by the customer recovered within expectations. Controls were within range prior to running the patient sample. The investigation determined the service actions resolved the issue. UDI number = (B)(4).

Event description:
The initial reporter stated that control recovery for some assays was not stable a day after calibrating on the cobas 6000 c (501) module. Controls will go outside of range a day after successful calibration and controls are run. When controls are outside of range, patient samples run after the last acceptable controls are repeated. The customer has been monitoring the issue since (B)(6) 2021. The analyzer was decontaminated on about (B)(6) 2021 due to bacterial contamination of the water tank. Data was provided for one patient sample which had discrepant results for gluc3 glucose hk gen.3. The sample initially resulted in a glucose value of 79 mg/dl and this value was reported outside of the laboratory. The sample was repeated twice on a second analyzer, resulting in values of 65 mg/dl and 53 mg/dl. The repeat value of 53 mg/dl was believed to be correct. The glucose reagent lot number was 51470301, with an expiration date of 28-feb-2022.